Event description:
It was reported that a perforation was identified requiring additional intervention. An enroute enflate transcarotid rx balloon dilatation catheter was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. During the procedure, the stent was placed, post dilated, and then an angiogram was performed. The angiogram revealed a perforation in the internal carotid artery (ica). The physician elected to convert the procedure to a carotid endarterectomy (cea) and the stent was explanted.